Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing a display failure during use. According to the initial reporter, the unit¿s alarm begins sounding approximately 20 minutes into use, and the display goes dark. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The reported alarm could not be confirmed; however, the display panel issue was found and caused by a printed circuit board failure. This board will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.